Event description:
It was reported that the device was explanted due to an unknown reason. The date that the device was explanted is unknown. No other details were provided.

Manufacturer narrative:
Device not returned.